Event description:
A male pt called lifecor customer support to report that he had received a shock from his life vest. A review of the downloaded data found that the pt did not use the response buttons to prevent the shock. The ECG strip shows multiple false arrhythmia detections from ECG noise starting spontaneously that evening. A replacement electrode belt was provided to the pt.

Manufacturer narrative:
Evaluation: device evaluation of electrode belt has been completed. The reported problem of excessive ECG noise could not be duplicated. The root cause of the excessive ECG noise cannot be positively identified. During the complaint investigation, it was noted that the cables entering ECG nodes "a" and "b" were not held firmly in place by the strain relief clamps. Although not reproducible during in-house testing, cable movement within the ECG nodes could result in ECG signal noise. The electrode belt will be repaired. No adverse event resulted from the inappropriate shock. The pt received replacement electrode belt.